Event description:
Information received by medtronic indicated that the insulin pump had crack at back of the insulin pump in the belt clip railing. Customer states that the insulin pump was neither been bumped nor dropped. Customer states that reservoir and infusion set does not show signs of damage. Customer states that the retainer ring does not show signs of damage and reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black. The pump was returned for cosmetic damage found on (B)(6) 2021. Pump was received for cosmetic damage, but critical pump error (open book image) alarm found on display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 / force sensor]. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on (B)(6) 2021 at 2:31 pm. Force sensor zero offset (within) specification (26.8mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked battery tube threads, cracked case on the battery tube side, and moisture damage in battery tube. Confirmed cosmetic damage. In addition, the critical pump error (open book image) alarm and pump error 35 confirmed due to moisture damage to the force sensor. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).